Event description:
The customer reported that the insulin pump was alarming no delivery and was not delivering her insulin. The caller changed the infusion set and got another no delivery alarm. The customer stated that the night before she did not get any alarm, but was not receiving insulin and her blood glucose went up to 575mg/dl; she treated with manual injections. Troubleshooting was declined and the customer requested a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.